Event description:
It was reported via clinic notes dated (B)(6) 2011 and received on (B)(6) 2011 that a patient implanted with a vns therapy system on (B)(6) 2008 reported that her seizures increased after the device was programmed on. The patient went from having 1 seizure per year to 1 seizure per month. The patient had the generator replaced on (B)(6) 2011. Good faith attempts to obtain additional information have been unsuccessful to date.